Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ambulance was called and they were hospitalized on an unknown date due to seizures and low blood glucose level of 20 mg/dl. She had not used the insulin pump since then and was hesitant to go back on the insulin pump. The insulin pump will not be returned for analysis.